Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to myopotential noise and oversensing. The therapy was exhausted. A follow up was performed and it was decided to reprogram the system into the primary vector. Further evaluation and monitoring of the patient was discussed. This system remains in service. No further adverse patient effects were reported.